Event description:
The representative reported that the patient had experienced a lack of effect within a 30 day refill cycle; the patient had an increase in spasticity. The hcp indicated they had checked the pump for volume discrepancy and reported that results were "off by 11cc and 4cc, at the last two refills." The drug used in the pump was morphine; there had been no audible alarm. Add'l information has been requested from the physician.